Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak from a small cut in the differential sample line delivery tubing that connects to shear valve #85 (cvl85/126) metal fitting. The fse replaced the affected tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately five milliliters of pink fluid leaked near the blood sampling valve (bsv) and onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shields and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. The customer discontinued operation of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.